Event description:
It was reported that low r-waves were observed. Micro-dislodgement was suspected. During induction testing, the physician was unsuccessful at inducing the a vf. The physician decided to stop the test. All electrical parameters were normal. Fluoroscopy showed no anomalies. The lead remains implanted. Patient condition was stable after the event.